Event description:
It was reported that pump experienced malfunction alarm identified as Malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer switched to daily injections as backup therapy, and Technical Support arranged shipment of replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.